Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the black box and alarm history review shows multiple consecutive ¿cs087¿ alarms on the reported event period. No evidence of short battery life is observed. The battery compartment is cracked from threads down to the case seal. The case is cracked between the seal and the display lens. The pump powers ¿on¿ with a hard ¿cs069¿ unable to clear. The display, the auditory and the vibration alerts are fully functional. Investigators were unable to adequately investigate reported ¿short battery life¿. ¿cs087¿ is defined as flash chip u39 language corruption; as a result the pump displays the ¿cs087¿ alarm as a default alarm ¿cs069¿. Pump¿s cover was removed. U39 chip was replaced and reprogrammed, the pump was able to power up and to display ¿verify¿ screen. The unit was primed and exercised with no further alarms. (B)(6).